Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a za9003 intraocular lens (iol) had a folding issue. Initially, it was reported that the iol did not fold correctly . During a follow up, it was reported that the inserter and iol touched the eye and the iol had to be cut out. There was no patient injury. No further information was provided.

Manufacturer narrative:
Device evaluation: complaint device was not returned for evaluation. Therefore, reported complaint cannot be confirmed.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There are no associated nonconformity reports or deviations. During manufacturing process, all lenses are inspected under 10x microscope magnification and defective lenses are rejected. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, complaint data review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.